Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a craniotomy procedure, the patient's head slipped in the mayfield modified skull clamp (a1059) resulting in about 2 to 3 inches skin laceration which was stapled to close. The case was delayed for about 20 minutes; however, the surgery went well.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. Correction: d1, d2, d4. Additional information: it was determined that the reported serial number belongs to product ID a1108 and not a1059 as was reported in the initial MDR. Investigation findings: mayfield triad skull clamp (a1108) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause of the reported issue could not be determined due to device not returned. However, based on the reported complaint, probable root cause is improper or suboptimal positioning of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.